Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer reported motor error alarm and experienced hyperglycemia. It was reported that the customer had high blood glucose levels of 27 mmol/l. It was reported that the customer was advised to remove reservoir and infusion set. It was reported that the customer was able to complete the rewind process. Troubleshooting was performed. The customer was advised to revert to back up plan. Product is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).